Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The lay reporter contacted animas alleging that the buttons are sticking together on the patient's pump. He did not want to further troubleshoot with the animas agent and requested that he will leave a message for his wife to contact animas to further troubleshoot the pump. Animas agent attempt to contact the wife later and was unsuccessful and sent a letter for her to contact animas to further troubleshoot the pump. There was no adverse event associate with this complaint.